Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to cystocele, rectocele, and stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent repair of vaginal wound dehiscence and mesh removal on (B)(6) 2010.(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with a cystocele and rectocele repair. It was reported that the patient underwent laparoscopic assisted supracervical hysterectomy, left saplingo-oopherectomy and lysis of adhesions on (B)(6) 2010. The patient also underwent ventral hernia repair in (B)(6) 2011, releasing of mesh and cutting out erosion on (B)(6) 2011, laparoscopic gastric banding in (B)(6) 2013, and repair of vaginal mesh erosion on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02254. The same patient is represented in each medwatch.